Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed multiple call service calls that could not be cleared by the user. The pump was opened for investigation and revealed a component on the printed circuit board had malfunctioned. The component was replaced and the issue was resolved. The audio bolus button was noted to be inoperable. The bolus button cover was intact. The bolus button cover was removed for investigation and revealed the underlying slug was missing.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013. The audio bolus button slug was missing from the button.